Event description:
An ophthalmic surgeon reported a system message displayed before surgery. The system message would not clear. One pt had received local anesthesia. Two surgeries were canceled. There was no pt harm.

Manufacturer narrative:
The company representative examined the system. The company representative cleaned and reseated the power and communication cables to address the system message reported. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).